Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device completed first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and did not find any damages or abnormalities that could cause the needle to deploy late. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed, the exact cause of the reported late needle deployment could not be determined.